Event description:
It was reported that during routine follow-up, 2 vf episodes and an alert for high, out of range hv lead impedance were observed via review of stored egms. One vf episode was treated with a shock. The physician checked the impedance measurement several times and the values were in range. The lead was capped and the device was explanted.

Manufacturer narrative:
The reported high hv lead impedance was confirmed in the laboratory. It is believed an anomalous connection on the hybrid was the cause of the high impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.